Event description:
Reportedly on (B)(6) 2025, at (B)(6), when replacing a paradym vr df1 with energya vr 3110 sn: (B)(6), after having interrogated the energya with smart touch and programmed it with the same programming as the previous device, following the connection of the device to the rv lead and after a few minutes the following warning suddenly appeared on the device: nominal operation after resetting the device. For safety, the device was tested by performing pv induction and the device delivered shocks on pv demonstrating normal operation.

Manufacturer narrative:
Analysis of the data provided revealed: the subject ICD was implanted on (B)(6) 2025. During the device implantation procedure, with ble connection a charge test was performed. During the charge test, the device reset due a temporary drop of internal power supply (power-on reset). A second charge test was performed successfully. The cause could not be identified with certainty; it could be due to an inadequate software management of the voltage transition and/or hardware limitations under simultaneous specific conditions (during a charge in ble connection with programmer and rf perturbations). A temporary high consumption was recorded, probably due to rf communication. Review of manufacturing records of the subject device revealed that the device was manufactured and released accordingly to all applicable procedures. This case is retained and utilized for trend purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly on (B)(6) 2025, at (B)(6), when replacing a paradym vr df1 with energya vr 3110 sn: (B)(6), after having interrogated the energya with smart touch and programmed it with the same programming as the previous device, following the connection of the device to the rv lead and after a few minutes the following warning suddenly appeared on the device: nominal operation after resetting the device. For safety, the device was tested by performing pv induction and the device delivered shocks on pv demonstrating normal operation.